Event description:
Customer reported that the 840 ventilator was inoperable. There was no pt involvement. Covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) pcb. The ventilator passed all testing.